Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital on (B)(6) 2021. The customer was hospitalized on (B)(6) 2021 due to massive infection, that attacked the patients organs . The cause of death was massive infection, that attacked the patients organs. The customer¿s blood glucose was 850 mg/dl at the time of hospitalization. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. It was unknown if the auto mode was on. The caller agreed to return the insulin pump for analysis. Frn-mmt-332a-rsvr, inf-unomed set.